Manufacturer narrative:
The device was returned for evaluation on 21-apr-2025. The unit was returned with an "oxygen error" complaint, confirmed via data logs, a blocked feed port, and contaminated zeolite. Dust-filled muffler and moisture absorbed zeolite led to column contamination, causing high column pressure, high power and low external. Data log indicated low oxygen output, and column replacement was recommended. The battery board was damaged, likely from impact, suggesting the unit was dropped. Compressor mounts showed damage from vibration, and the top housing was replaced due to cosmetic issues.

Event description:
It was reported that the patient's unit stopped providing oxygen and showed a low o2 warning. As a result, emergency services were called to administer emergency oxygen as the patient had difficulty breathing. The patient was traveling therefore they did not have an alternate source of oxygen with them. The patient was sent a replacement device and the patient is doing well now.